Manufacturer narrative:
Date sent to the FDA: 02/29/2016. The event is not to the drain but the cap remaining in the patient. The surgeon does not plan to remove the drain piece because additional intervention would be required. There is no plan to remove the piece unless patient consequences occur. The current condition of the patient was reported as stable.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a surgical procedure on an unknown date for lung cancer and a drain was used. The drain was placed in the mediastinum part of patient's body without cutting the drain. It was not noticed when the drain was removed. A CT scan was performed 5 months later and 2 to 3cm of the tip of the drain was found remaining in the mediastinum part of abdominal cavity. The patient was discharged from the hospital. No symptoms have been confirmed concerning the event. An additional procedure for extraction of the remaining drain piece is not scheduled currently and follow-up will be continued. The surgeon opined that the cause of the event could not be identified. Additional information has been requested.